Event description:
The units did not suction. The suction was tested with a suction gauge during set-up; one unit was found to be acceptable and a second unit marginal. The pt vomited during intubation, but when the suction units connected (each in a single wall-mounted set-up) they did not suction. The suction units were disconnected and the yankauer was connected directly too the wall suction source, however the pt aspirated some of the vomit.